Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 322mg/dl. The customer's expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/23/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: (B)(6). Follow up call made to the customer in regard to an e-0 error. After troubleshooting customer obtained a high result of 322mg/dl. Customer wasn't satisfied with errors and went to local pharmacy today and was given another true metrix meter. Customer tested with new meter and obtained 256mg/dl which is close to his fasting result of 266mg.dl obtained fasting this morning with another device. Customer felt comfortable with results from new meter.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user's test strip had poor storage (bathroom). (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 322mg/dl. The customer's expected fasting blood glucose test result range is 120 to 140mg/dl. The customer feels well and did not report any symptoms. The product is not stored according to specification in the bathroom. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 08/23/2017 and open vial date is approximately one week ago. The meter memory was reviewed for previous test result history: 322mg/dl/dl (B)(6) 2016 01:37 pm fasting: yes, 254mg/dl/dl (B)(6) 2016 06:02 pm fasting: yes, 182mg/dl/dl (B)(6) 2016 06:34 pm fasting: yes, 226mg/dl/dl (B)(6) 2016 05:00 pm fasting: yes, 260mg/dl/dl (B)(6) 2016 02:40 pm fasting: yes. Follow up call made to the customer in regard to an e-0 error. After troubleshooting customer obtained a high result of 322mg/dl. Customer wasn't satisfied with errors and went to local pharmacy today and was given another true metrix meter. Customer tested with new meter and obtained 256mg/dl which is close to his fasting result of 266mgdl obtained fasting this morning with another device. Customer felt comfortable with results from new meter.